Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the power port MRI isp. It was reported that during a port placement procedure, the catheter allegedly fell out of the stylus guide. It was further reported that the catheter allegedly found migrated. A new one inserted with an open chrono tip. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one groshong catheter segment loaded to a tunneler was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A groshong catheter segment was noted to be loaded to the tunneler returned. A complete circumferential break was noted on the distal end of the catheter segment. The catheter was patent to both infusion and aspiration without issue. No leaks were observed. No other anomalies observed. Therefore , the investigation is inconclusive for the reported catheter fell out of the stylus/guide and migration issues as the sample evaluation results indicating no difficulty/issue under laboratory conditions may not be representative of the condition of the device during use. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D9, g2, g3, h6 (device, method) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the power port MRI isp. It was reported that during a port placement procedure, the catheter allegedly fell out of the stylus guide. It was further reported that the catheter allegedly found migrated. A new one inserted with an open chrono tip. The current status of the patient was unknown.